Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Secure fit ad (ceramic on ceramic shell) / alumina insert 28mm 48 / 50mm / cancellation screw g1 ceramic on ceramic shell revision ope, screw hole of screw was broken and could not be pulled out by screwdriver. The screw was removed with cup. A doctor commented, "the removed alumina insert had a round wound. Did this happen due to interference with the screw head?" Sr comment: "when the alumina insert is inserted into the secure fit ad, there is a space between the shell and the shell. Even if the screw is not completely tightened in the first ope, the insert will fit.